Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 10 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis, the jaws opened and closed as intended. In addition the device locked out as intended, however the orange indicator was noted undertraveled. Please note that this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy, the clip was not fed into the jaws at the 2nd firing. Then, the trigger was grasped to remove the device from the patient via a trocar. The jaws became not to open after the device was removed. Another device was used to complete the case. There were no adverse consequences to the patient.